Event description:
It was reported that the user received an on-device alert indicating the insulin set was expired and reported frequent supply changes despite recent set and cartridge changes, with a noted prior incident of loose tubing at the connector that resulted in insulin leakage and an elevated blood glucose of 303 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and education without medical intervention or hospitalization. Investigation included user education on securing the infusion set connector and guidance to change supplies before bedtime or before insulin depletion. Investigation of this case revealed that the infusion set connection was likely not adequately secured, which led to insulin leakage and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to infusion set deployment and connector attachment.

Manufacturer narrative:
Initial.